Manufacturer narrative:
B3 date of event was estimated based on it being reported the study took place from april 2021 to march 2022. Cvit 2024: the 32nd annual meeting of the japan society of cardiovascular interventional therapy; poba/scoring balloon, 2024-07-27, 13:50-1505; shichiro abe - chair, chika takagi, chair; yasuto nagai, et. Al.

Event description:
It was reported during an annual meeting that patient complications occurred. A retrospective analysis was conducted of 132 non-calcified lesions treated with three different types of balloons, the wolverine cutting balloon, and two non-boston scientific balloons. Intravascular ultrasound findings, including acute gain, acute cross-sectional area gain, and the incidence of medial dissection and hematoma after ballooning were non-significant. There are no significant differences in the effects of cutting balloons versus scoring balloons for non-calcified lesions.